Event description:
Per the clinic, the patient experienced an infection at the implant site which was treated with IV antibiotics. The device was explanted on (B)(6) 2021. There are no plans to reimplant until the patient is much older.

Manufacturer narrative:
This report is submitted on january 11, 2022.

Manufacturer narrative:
This report is submitted on february 24, 2022.